Event description:
It was reported that the technician opened the vial of a 12.6mm micl12.6 implantable collamer lens and it was noted that the footplates looked curled up. The lens was not loaded or used and there was no patient contact.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specfic root cause of the event could not be determined.